Manufacturer narrative:
The customer's complaint has been confirmed. Visual examination of the returned device revealed that the corewire exhibited traces of adhesive and was fractured. The entire pebax segment was separated from the wire and was not returned for evaluation. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for this lot. The april 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed, no adverse trend was noted and no data point exceeded the complaint alert limit. A CAPA for the tip separation issue is in progress.

Event description:
It was initially reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography on a female patient, the physician attempted to "deliver the guidewire through the sphincterotome [when] the wire's tip cover fell apart showing the metal inside". The procedure was successfully completed with a different device. Patient's condition was reported as "good".